Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother reported string broke upon removal of the tampon. She was able to remove manually with her fingers. She is doing well.